Event description:
A nurse reported to baxter a connection issue related to titanium adapter found during use. The nurse stated that the patient adaptor of the transfer set was not connected with the titanium adapter well, when the customer changed the transfer set. The customer tried another one, but could not connected well either. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number.the sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. An assignable cause of the reported issue could not be determined.